Manufacturer narrative:
(B)(4). The date of patient's death was not reported. The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device evaluation could not be completed. A device history record review was performed, which did not reveal any issues that could be related to the reported event. A device service history was not performed as the device has not been serviced in more than one year. There was no non-conforming product identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). Information pertaining to a device history record review was inadvertently included in the previous submissions. Should additional relevant information become available, a follow up report will be submitted.